Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultraverse 018 dilatation catheter returned for evaluation. Upon visual inspection, dried saline/contrast was noted within the balloon with some blood residue. Marker bands were noted to be present, two distal marker bands and one proximal marker band. No anomalies were present to the luers/y-body. During functional testing, the balloon was inflated with an in-house presto inflation device to nominal pressure. Under microscopic observation, the distance between the two marker bands was approximately 0.5cm. No other functional testing was performed. Therefore, the investigation is unconfirmed for the reported issue as the distance between two distal marker bands were within the product specifications. A definitive root cause for the reported device dislodged or dislocated could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G2, g3, h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 018 pta balloon catheter via common femoral contralateral approach. During the procedure, the marker on the catheter balloon was allegedly off a centimeter or two. It was further reported that the balloon inflated beyond the marker. Balloon was removed, and angiogram was performed to verify no injury to the vessel.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the ultraverse 018 pta balloon catheter via common femoral contralateral approach. During the procedure, the marker on the catheter balloon was allegedly off a centimeter or two. It was further reported that the balloon inflated beyond the marker. Balloon was removed, and angiogram was performed to verify no injury to the vessel.